Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when impella cp support was initiated, the impella cannula had a kink just below the outflow. Impella flows had reduced. The physician decided to proceed with the percutaneous coronary intervention (pci) procedure with impella support at p-6. Impella flows and support monitored closely throughout duration of procedure. Pci performed and impella was weaned and explanted.

Manufacturer narrative:
The investigation for the product damage kink has been completed. The returned product was inspected and the cannula kink was observed. The clinical details do not mention any other failure modes. The root cause of the product damage (cannula kink) was most likely due to a kinked cannula.